Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The pump service was provided by the customer. Thomas well from the hospital biomedical services went straight into the diagnostic section, found that the unit had both electrical error code 58 and then code 53. He found the k6 relay valve sticking on initial startup. He noticed that the code 58 code can cause the code 53 when k6 valve does not open to vent. He advising these facilities that have the cs300 balloon pumps to turn on the pumps to allow a self-test to occur on a daily basis or everyday a staff person is available. The customer service person found the pump operational and placed it back into service. (B)(4).

Event description:
The customer reported that prior to use on a patient; the iabp generated an "electrical test failure code #53" alarm (shuttle transducer offset failure). The customer evaluated the iabp and also observed in the fault logs that the iabp generated an "electrical test failure code #58" alarm (power-up vent test failed). No patient injury was reported.